Event description:
Hospital o.r. Personnel responded to a person described as extremely obese and in cardiac arrest. The device was charged to 200 joules but, according to the reporter, it did not transfer energy to the patient. Another device was called for and charged to 200 joules but the reporter stated it also did not transfer energy to the pt. The reporter indicated the opinion is based on the lack of skeletal muscle response to the defibrillation energy. A third device was called for and charged to 360 joules and the patient's skeletal muscles responded to the energy discharge but the patient was not resuscitated. The reporter indicated the device's alleged malfunction did not cause or contribute to the patient's death because the patient was not viable.